Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water not cooling, suspected chiller pump faulty. Stated that the patient not affected, swapped to another arctic sun device to continue therapy. Per follow up information received via mail on 06may2024, it was reported that it will be just spare part. Troubleshooting and replacement of parts will be done by customer engineer. Patient swapped with another arctic sun unit to complete the therapy and no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device water not cooling, suspected chiller pump faulty. Stated that the patient not affected, swapped to another arctic sun device to continue therapy. Per follow up information received via mail on (B)(6) 2024, it was reported that it will be just spare part. Troubleshooting and replacement of parts will be done by customer engineer. Patient swapped with another arctic sun unit to complete the therapy and no patient impact.